Manufacturer narrative:
Corrected information has been provided in b3. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the pump was running at p-4 when it was noticed that the purge pressure and the motor current had risen within a short period. Shortly afterwards, the pump came to a stop. The pump was explanted. There was no reported harm or injury to the patient. The staff reported that clots could be observed in the cannula after the pump was explanted.